Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation (af) procedure one farawave 2.0 nav cath 31mm was selected for being used, however the device was not sterile anymore. An alternate device was used to complete the procedure without patient complications. The device is not expected to return for laboratory analysis since it was disposed. It was further reported that the sterile seal was damaged, but no pictures are available, additionally it was indicated that no further details are available as per account/customer regarding the event.